Event description:
The vns therapy has seemed to make the patient's seizures worse. Pre-vns, the patient's seizure pattern followed a pattern of good control for 5 to 9 months and then the patient's condition would worsen until they went into status and was hospitalized. With medication changes and hospitalization, the patient would return to another 5 to 9 months of good control. The patient was implanted with the vns "in the middle of a seizure-free time" and they began to have seizures five days after stimulation was initiated. The patient's seizure pattern has not been the same since initiation of stimulation and the patient's family member believes that the vns therapy "somehow messes patient up". It was reported that the patient's condition is improving as device settings have increased but is still having problems. It was also reported that the patient now vomits every couple of weeks which they did not do prior to vns implant.

Event description:
Further follow-up revealed that there are no plans to program the patient's device back to on. Neurologist indicated that the patient's seizures are now stable. Neurologist reported that it is unknown if the vns therapy system is related to the patient's increase in seizures and that the patient's natural evolution to seizures is a possible cause.

Event description:
Further follow-up revealed that the patient's device was programmed to off (date unknown).